Event description:
A 26mm diameter x15mm diamter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdomina aortic aneurysm. Aneurysm and vessel morphology of time of implant are unknown. It was reported tha tthe patient was seen approximately 36 months post stent graft implant. The CT demonstrated that the stent graft had migrated 20mm however, there was no type I endoleak present. It was also reported that there may be a type I endoleak present. It was also reported that there may be a type 2 endoleak from a presumed warm fabric. The source of the endoleak was not identified. After several attempts, no further information was received.